Event description:
This male patient with a history of angina was admitted for elective coronary evaluation due to stable angina. The patient was currently taking aspirin and ticlid. Angiography revealed a long (>100mm), de novo, bifurcating, type c, chronic total occlusion (cto) originating in the proximal right coronary artery (rca) and extending through and into the posterior lateral branch (rpl). Vessel diameter was 3.33-3.68mm. Heparin (10,000 units) was administered. Acts were not measured during the procedure. The lesion was predilated with a 2.5 x 40mm balloon inflated to 8 atms. A 2.5 x 20mm tsunami stent was positioned within the rpl branch and was deployed to 10 atms. A 2.5 x 23mm cypher stent was then positioned within the distal rca and was deployed to 14 seconds. This cypher stent did not overlap the edges of the tsunami stent. Next, a 3.0 x 28mm cypher stent was positioned proximal to and overlapping the edges of the first cypher stent and was deployed to 18 atms. Then, in the mid-rca, a 3.0 x 28mm cypher stent was positioned proximal to and overlapping the edges of the second cypher stent and was deployed to 18 atms. A fourth cypher stent, a 3.5 x 23mm, was positioned in the proximal rca, proximal to and overlapping the edges of the third cypher stent, and was deployed to 16atms. Finally, a 3.5 x 18mm cypher stent was positioned proximal to and overlapping the edges of the fourth cypher stent and was deployed to 22 atms. The stents were not post dilated and ivus was not conducted. Residual stenosis was 0% and flow through the vessel was reported to be timi iii. The physician stated that there was a stent fracture noted in the 3.0 x 28mm cypher stent implanted in the distal rca. The patient was discharged with orders for daily administration of aspirin, ticlid. Of note, ticlid administration was discontinued after approximately 9 months due to esophageal reflux.

Manufacturer narrative:
Approximately two years and 9 months post index procedure, the patient presented to the hospital with pneumonia. On the second day of admission, the patient complained of sudden onset chest pain and went into cardiopulmonary arrest. Cardiopulmonary resuscitation was conducted with successful results. ECG revealed st-elevation and the patient was taken to the cath lab for emergent evaluation. Angiography revealed thrombus formation extending from the 3.0 x 28mm cypher stent implanted in the mid-rca through the distal portion of the vessel. To treat the thrombus, aspiration thrombectomy was conducted. Ivus was conducted and the physician noted that there was incomplete stent apposition in the area of the thrombosed stents, which he felt was the cause of the thrombotic event. Then, balloon angioplasty was conducted with a 3.5 x 20mm quantum maverick ptca balloon. Four additional stents, a 3.0 x 28mm vision, a 3.5 x 33mm zeta, a 3.5 x 28mm vision, and a 3.5 x 30mm driver, were implanted within the cypher stents. An intra-aortic balloon pump was inserted for hemodynamic support and the patient was discharged to the recovery unit. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2007-02087, 9616099-2007-02088, and 9616099-2007-02090. Additional information will be submitted within 30 days of receipt.